Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. (B)(6). Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 18-jun-2026 against lot number 6013067 and similar malfunction code occlusion issues-cannot be determined occlusion (e.g. Occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required. The review confirmed that lot 6013067 and the identified failure mode are not associated with any nonconforming reports (ncr) or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 18-jun-2026 against 6013067 criteria equal and similar malfunction codes occlusion issues-cannot be determined, occlusion (e.g. Occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. The count of complaint is 2. The complaint numbers are (B)(4). DHR review: the lot 6013067 was manufactured according to the work instruction (wi) version 82 and manufactured in the machine multivac 12, on 28-apr-2025, with a total of (B)(4). Assembly: the lot 5d03491 was assembled according to wi version 29 on-line inspection for assembly of quick set on 27-apr-2025, with a total of (B)(4). The lot 5d03492 was assembled according to wi version 29 on-line inspection for assembly of quick set on 27-apr-2025, with a total of (B)(4). Glue-tubing lot: the lot 5d01260 was manufactured according to the wi version 48 and manufactured in the machine mp04 and mp08, on 24-sep-2025, with a total of (B)(4). The lot 5d01261 was manufactured according to the wi version 2 and manufactured in the machine mp04 and mp08, on 26-sep-2025, with a total of (B)(4). The DHR review indicated that during outgoing test 9(c), one sample was found to have a delamination. An extended sampling was conducted and accepted in accordance with established procedures. Therefore, the overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion: device history record (DHR) review supports compliance with manufacturing and quality requirements no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures. Wi guidance for visual testing for complaints area version 3 all 3 samples tested passed visual inspection. Wi guidance for functional testing 1 air flow test for complaints area version 2. All 3 samples tested passed functional testing for the reported malfunction code occlusion. Issues-cannot be determined. All test results were within specification as documented in (B)(4). Conclusion testing did not confirm the reported issue no nonconformance identified. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an insulin flow block leading to high blood glucose and was treated with insulin injection on (B)(6) 2026.